Event description:
It was reported that on (B)(6) 2026, the patient was hospitalized due to hypoglycemia. The recorded blood glucose level was 40 mg/dl. The event was managed by administering glucose and discontinuing insulin delivery, as performed by the hospital staff.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545